Event description:
Technician alleged that the siderail is hard to latch.

Manufacturer narrative:
Technician found worn latch and pins. Technician replaced the latch, pins and e-rings to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.